Manufacturer narrative:
Report source: (B)(6) clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 12, 2021 that a wallflex biliary fully covered stent was implanted on (B)(6) 2021 as part of the (B)(6). The patient was enrolled into the clinical trial on (B)(6) 2021. On (B)(6) 2021, the patient experienced moderate bile duct inflammation. The patient was treated with medications and the event was reported to be resolved. In the physician's assessment, the inflammation was related to the stent. On (B)(6) 2021, the patient went under curative intent surgery to treat the patient's underlying conditions (inpatient from (B)(6) 2021 with discharge on (B)(6) 2021) and the stent was removed en bloc. The tumor was determined as resectable and the patient underwent a whipple procedure.